Event description:
It was reported that the patient with this right ventricular (rv) lead had experienced infection. A revision was performed and the crt-d along with this right ventricular (rv) lead, the right atrial (ra) lead and the left ventricular (lv) lead were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).